Event description:
The customer reported, the system displayed a saturation error and a ch3 error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Replaced batteries due to age and corrosion, formatted hard drive, and reloaded software as precautionary measures. System operates as intended. (B) (4).